Manufacturer narrative:
H3: product analysis of part # (B)(4); lot # h11g2062 visual and optical inspection confirmed the threads of bone screw have been damaged. The thread crest has been deformed. This type of damage is consistent with the misalignment of the set screw during construct assembly. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having tlif. It was re ported that the screw did not accept the set screws. The set screws were damaged and drivers were popping out of screw heads. There was no patient symptom reported. There were no further complications reported regarding the event.